Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral rupture, air/gas in the device. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49 year-old caucasian, asian female patient who underwent a breast augmentation primary with mentor memorygel, 325cc breast implant has experienced bilateral rupture postoperatively. About couple of months after implants were placed patient noticed a weird popping noise, implant would squeak when she would lift her arm up in a high altitude. The issue confirmed through sonogram & mammogram examination. As a result patient underwent bilateral removal without replacements on (B)(6) 2022. This report relates to the left side.

Manufacturer narrative:
Photo evaluation completed on september 29, 2022: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold, and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in a sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on september 2, 2022 indicated that the left implant was intact at the time of explantation, and right implant was completely ruptured. Patients post operative procedure: bilateral implant removal, without replacements, bilateral subtotal capsulotomies, bilateral mastopexies (inverted t). Ultrasound examination confirmed right side rupture. Per correct codification, pec rupture was removed from the codes. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).